Manufacturer narrative:
(B)(4).

Event description:
Customer states that during a pneumonectomy, the surgeon fired the device with 45axt to bronchus. Five days later, the patient's condition was suddenly changed and re-operation was performed. The entire third row of the 3 rows of staples (most outside from the cut line) had fallen off from the tissue and the air had been leaking from the holes of staples. The surgeon recovered the bronchus suturing manually. Staples fallen off from the tissue formed u-shape. The first row of staples had been placed properly and the second row of staples had been placed slightly imperfect. The specimen side of staples had been properly placed. Gender: not available. Age and weight: not available. Last patient's status: under observation. Operating time extended more than 30 min. Nothing fell into the cavity. No bleeding.